Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event and checked the equipment. He replaced l2, l3 and m3 for high varience value, low transmission and high refill values. Cut plastics and adjusted flat. Downloaded temperature/humidity data from customers room sensor, humidity is unstable. There are 4 hvac inflow vents in each corner of the ceiling with one very large return vent directly above s4ir laser microscope area. A review of the medical records show that patient have had their corneas flattened more than would be expected based on the programmed customvue correction. Her post operative hyperopia is consistent numerically with the unintentional flattening. This laser has continued transmission loss during a day of surgery it started the day in the high twenties and was in the mid to low twenties by the end of the day according to applications support manager (asm). The site has been observed to use alcohol to clean both the patient bed and the input keyboard against multiple warnings from both asm and fss not to do so. The alcohol coats the optics and degrades the energy meter which can lead to energy fluctuations during both calibration and treatment. The m3, among other components, has been replaced since these overcorrections and the site has again been asked not to use alcohol in the laser suite (consistent with our training). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient presented one day post treatment with overcorrection and diffuse lamellar keratitis (dlk) stage 1. 1 day post op: ucva od 20/80, mr od +2.25 sphere bcva 20/25, ucva os 20/50, mr os +1.50 bcva os 20/25. Account reported lifted and irrigated right flap. Durezol every 2 hours for 3 days and return in 3 days. Day 4 post op: ucva od 20/40 mr -0.75 +0.25 x10 bcva 20/30 with 2+spk with resolved dlk. Ucva os 20/25 mr -0.25 +0.25 x178 bcva 20/20.

Manufacturer narrative:
Additional information: application support specialist visited account. No problems were found and completed surgery support observation. Observed calibration cuts sphere and no artifacts noted on any cuts. Refill performed prior to surgeries without prompting by the laser. Transmission at 7am at 29% and decreased to 25.1% at 1pm. No liquid alcohol in operating room (as recommended), site using diluted palm olive to clean patient chair. Surgeon does use alcohol foam at back desk prior to surgery. Temperature at 68 degrees, humidity at 30%. Placeholder.